Manufacturer narrative:
(B)(4). Eval, results and conclusions: tortuous anatomy.

Event description:
A talent thoracic stent graft was inserted in a pt for the endovascular treatment of a 5.5 cm thoracic aortic aneurysm approx 1 month ago. The vessels were moderately tortuous and they were not calcified. It was reported that the talent delivery system could not be advanced to the intended landing zone. The device kinked in the limb of a previous open repair graft. The stent graft delivery catheter was discarded. No additional clinical sequelae were reported and the pt is stable.